Event description:
Related manufacturing ref: 3008452825-2021-00185, 3005334138-2021-00208, 34138-2021-00209, 3008452825-2021-00186, 2184149-2021-00101. Following a pulmonary vein isolation procedure in ensite x voxel mode, a pericardial effusion was detected posterior right ventricle. During the procedure it was difficult to maneuver the sheaths towards the vena cava. However, the left pulmonary veins were successfully ablated. The decision was then made to stop the procedure due to the maneuvering difficulties. The patient was in conscious sedation and had a stable blood pressure. At the end of the procedure, a pericardial effusion was detected with no intervention required. The blood pressure stabilized, the patient recovered and was discharged. Per the physician, the reported oversized shell involving the ensite x may have contributed to the effusion.

Manufacturer narrative:
Additional information: g3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.